Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys t3 on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a t3 value of 416 ng/dl, which repeated as 417 ng/dl. The sample was sent to another laboratory where it was tested using an unknown clia method on (B)(6) 2019, resulting with a t3 value of 182 ng/dl. The 182 ng/dl value was believed to be correct and was released to the patient. The serial number of the e 801 analyzer was requested, but not provided.

Manufacturer narrative:
The serial number of the e801 analyzer was (B)(4). The calibration signals were slightly lower than expected. Qc recovery was acceptable. Hardware issues and general reagent issues were ruled out. No sample was available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.